Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for cervical/neck and complex reg pain syndrome type I. It was reported that the patient's device was malfunctioning and turning on by itself. Patient met with the manufacturer representative last week to do troubleshooting. Patient also requested physician listings. No patient symptoms reported.